Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead integrity alert (lia) was triggered due to oversensing of noise. The lead was reprogrammed to prevent oversensing. The lead remains in use. No patient complications have been reported as a result of this event.